Event description:
The device was returned for analysis and the investigation of the device revealed that the coil (subject device) prematurely detached during use. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During functional inspection, the device was found to be not returned with main coil and catheter. The coil delivery wire was found to be kinked/bent, proximal contact wire broken/fracture and main coil detached from the delivery wire. The introducer sheath was found to be intact. Functional testing was not performed as it was visually confirmed with the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. During analysis, the coil delivery wire was found to be kinked/bent, proximal contact wire broken/fracture and main coil detached from the delivery wire. An assignable cause of procedural factors will be assigned to the as analyzed events of coil in catheter friction and coil difficult to remove/withdraw from catheter as well as the analyzed event of main coil prematurely detached/separated during use since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to as analyzed events of coil proximal contact broken/fractured and coil delivery wire kinked bent as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.